Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable no longer charged the pump. In addition, it was reported that pump battery would not charge past 80%. There was no impact to the customer's blood glucose level. Customer was able to charge the pump with an alternate cable and continued using the pump.